Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device failed to power on despite proper placement on the charging pad showing flashing green lights, and the user observed the device was wet after removing the case; the issue was considered consistent with a sleep/wake button malfunction and potential fluid ingress or damage, and a replacement device was provided. Symptoms included hyperglycemia with blood glucose values above 300 mg/dl. Outcomes included initiation of backup therapy and a user-administered correction dose, with no hospitalization, no ketones, and no immediate health effects. Investigation included troubleshooting of charging function and the sleep/wake button, as well as retrieval of the device for inspection. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly. This is b5 but there was no fault found.